Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in (B)(4) to submit this incident that occured in (B)(6). Problem: patient had a mr procedure. The patient was scanned with the torso xl coil with their feet first into the magnet. The coil was positioned over the patient hips. Padding was used to separate the coil cable from the patient, however, it was stated that the patient moved their arm during the examination. This might have resulted in the foam pads moving from their original position. Immediately after the examination, a large first degree burn appeared on the left arm. When the patient returned the following day, they now had blisters on this arm. The patient was given pain relief and treated with fixomull dressing.